Event description:
It was reported the power shuts off. This happens either completely or intermittently. Followup indicates the programmer shut down after the patient was checked. It shut down when information was downloading and also shut down when the programmer was being tested. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would shut off after being on for a short period of time and sometimes the programmer would not power on at all; power supply found out of electrical specification. Analysis also found the system fan was intermittently noisy and the stylus cord insulation was damaged. It is noted the touch pen (stylus) was still functional. (B)(4).